Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids and cholecystectomy in 2008. Previously administered products included for an unreported indication: ortho evra. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced the first episode of menorrhagia ("heavy periods/menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced abdominal pain lower ("cramping/lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (on (B)(6) 2013 underwent a hysterectomy (full), bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and the last episode of menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet received. Reporter's information added. Historical conditions, historical drug, concomitant drug added. Essure lot number was added. Events pain,abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea(cramping), fibroids were added. Outcome of following events were updated from unknown to recovered: abnormal bleeding and cramping. Lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure (batch no. 816057) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fibroids and cholecystectomy in 2008. Previously administered products included for an unreported indication: ortho evra. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced the first episode of menorrhagia ("heavy periods/menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2011, the patient experienced abdominal pain lower ("cramping/lower abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (on aug-2013 underwent a hysterectomy (full), bilateral salpingectomy). Essure was removed in august 2013. At the time of the report, the abdominal pain and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea and the last episode of menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, pelvic pain, uterine leiomyoma, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-aug-2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods") and abdominal pain lower ("cramping"). The patient was treated with surgery on (B)(6) underwent a hysterectomy). At the time of the report, the abdominal pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and menorrhagia to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.